Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference (device problem code). Evaluation: the device was returned to a zoll approved service provider. The customer's report of no ECG was not replicated or confirmed. It was found that the ECG display was set to off by default. This is normal operation for the part number associated with this device. The option was turned on to enable ECG display. The device was recertified and returned to the customer. ECG is a configurable option on this device and is not necessarily required. The device does not need ECG displayed in order to deliver therapy. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.